Event description:
Medical affairs spoke to the reporter and obtained the following information: the reporter mentioned that the meter was tested on a pt at 4:50 am and the reading was 204 mg/dl. The reporter does not know whether the pt experienced any symptoms at the time of testing. The pt was treated with 4u of insulin based on the reading. At 5:53am a lab test was done on the pt and the reading was 132 mg/dl. This comparison indicates possible inaccuracy but does not reasonably suggest a malfunction. The same meter was tested on another pt at 11:59 am and the reading was 361 mg/dl. Reporter does not know whether the pt received any treatment or experienced any symptoms at the time of testing. A lab test was done at 12:09 am and the reading was 260 mg/dl. Between the tests there was an intervention that would be expected to change the blood glucose.